Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, infection and hospitalization. Customer's blood glucose level was 456 mg/dl. Customer advised they were hospitalized three times however they only recall 1 hospitalization. Customer advised they had an infection and abscess which was drained. Customer was hospitalized due to high blood glucose levels. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.